Event description:
A stent was implanted in the pt in 2008 (note: this stent is intended to drain obstructed biliary ducts and reduce duodenal content reflux). The pt returned to hosp on five days later to abdominal pain and cholangitis. On examination of the pt, it was discovered that the stent had migrated proximally wedging against the duodenum wall. A large food bolus had become attached to sock and blockage of bile had occurred. The stent was successfully retrieved from the pt with a forceps. The pt remained in hosp for 48 hrs in order to remove the stent and also for re-endoscopic retrograde cholangiopancreatography (ercp) and re-stenting.

Manufacturer narrative:
Eval: we were unable to confirm the report as it was described because the affected prod was not returned to cook medical, ireland for eval. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the twelve month complaint history for this product family was conducted. Based on this percentage, the likelihood of this type of occurrence is remote. Conclusions: we were unable to conduct a full investigation because the device was not returned for eval. A definitive cause for the reported observation was unable to be determined. A sphincterotomy was not performed prior to stent placement. Resistance was encountered when advancing the introduction system into place. Resistance was encountered when advancing the stent through the obstructed area. After placement, the position of the stent drainage was verified with endoscopic/fluoroscopic viewing. The instructions for use for the fusion marathon anti-reflux biliary stent indicate stent migration is a potential complication that can occur in association with biliary stent placement. The instructions for use for the fusion marathon anti-reflux biliary stent cholangitis is a potential complication that can occur in association with biliary stent placement. Prior to distribution all devices are subjected to visual inspection. A review of the mfg records could not be carried out as the lot number of the affected device is unk. Corrective action: based on this activity, no corrective action is warranted because this report was unable to be verified. The likelihood of this type of occurrence is remote. Customer qa will continue to monitor for complaint trends.